Event description:
Customer reported experiencing low run times where 2 batteries only lasted about 5-10 minutes. No adverse event reported.

Manufacturer narrative:
The reported complaint of "low run time where the battery only lasted about 5-10 minutes" could not be confirmed because the battery was not returned for eval. A supplemental report will be filed if the battery is returned. No adverse event reported.